Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported that the customer was using auto mode during their serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call help with device setting and hospitalization event. Customer needed help resetting his settings. The customer's blood glucose was 597 mg/dl at the time of incident and current blood glucose is 155mg/dl and does not feel well to trouble shoot. Suggested calling healthcare professional and following the guidelines outlined in the IFU or seek medical attention and call back. Advise customer the symptoms they have expressed may be indicative of the possible onset of dka; however, customer feels okay. Customer stated he went to (B)(6) for the blood glucose of 597 mg/dl and was treated with insulin drip. Customer stated the infusion set was bent when removed at the hospital which may have caused the high blood glucose. The insulin pump will not be returned for analysis.